Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2025, they passed out while she was in a hotel while on a trip in mexico. The cgm did not alert her that she was low and was not providing any reading at the time of the event. The patient couldn¿t recall the exact error message when it happened. The hotel¿s staff called for an ambulance. When the paramedics arrived, they took a bg reading which was 26 mg/dl. They treated her with apple juice, stabilizing her blood glucose. She got admitted to the hospital and the nurse treated her with intravenous fluid only since the blood glucose was already stable at that time. Hospital staff removed the wearable, and the patient was discharged from the hospital later that day. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.